Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown further described as ¿hospital acquired¿, however, this was not medically confirmed. During hospitalization for another indication, the patient experienced peritonitis manifested by cloudy pd effluent. On the same day as onset, the patient began treatment for peritonitis with fortaz and cefazolin (intraperitoneally, doses and frequencies not reported). On an unreported date, treatment with fortaz and cefazolin was discontinued. Three days after peritonitis onset, the patient was discharged from the hospital. On an unreported date, in the same month as discharge, the peritonitis was resolved and the patient was recovered from the peritonitis event. On the same day as discharge, pd therapy was discontinued and the patient was started on hemodialysis due to other indications. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.